Event description:
No infusion would have occurred when this cassette was attached to the ambulatory infusion pump nor would the pump have alarmed to alert the user of the condition. The user rod was disconnected from the crank. There were no reports of any adverse pt events associated with this malfunction.